Manufacturer narrative:
Review of video provided by the distributor confirmed the reported issue. The customer reported that the battery latch would not properly retain the battery within the unit. As the device was not returned for evaluation, the cause of complaint is not known. The customer was advised to remove the unit from service.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.